Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - the patient suffered from acute pain in the neck and head. Loss of capture was also noted as well as the rv lead had perforated through the apex. The rv lead was repositioned and remains implanted.